Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen of the customer's insulin pump was blank. His blood glucose was 287mg/dl at the time of reporting. He was advised to revert to a backup plan. The insulin pump is being returned. No additional information was reported.